Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a blood infection following an unknown procedure. The physician believed that infection was not device related. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.